Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The endoscope was analyzed and found to have a rotation issue. The endoscope was placed through a friction test using a screening aid to rotate the adapter to detect friction manually. The camera instrument adapter did not rotate properly and noises were heard during testing and confirmed as binding. Additional observations not reported by the site were also identified. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found with an attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and found with cosmetic damage. During an inspection of the endoscope cable-integrated connector, the cable-integrated connector housing exhibited discoloration. The endoscope was visually inspected and found with minor cuts to the cable insulation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported during a da vinci-assisted cholecystectomy surgical procedure, the collar gears of the 30-degree endoscope plus were moving too freely. No known impact or patient consequence was reported.